Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information has been provided. The customer reported that during the polishing portion of a procedure, a posterior chamber (pc) was ruptured while using their I/a tip 0.3mm. An I/a tip 0.3mm was received and a visual assessment of the returned sample showed no obvious nonconformities. The sample was placed under a microscope and no burrs were observed on the tip. No problem was found with the sample. With no additional, related information provided, the customer reported event of a posterior chamber rupture due to the I/a tip was not able to be confirmed. The I/a tip 0.3mm lot number (l/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The associated system was manufactured on july 21, 2004. Based on qa assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The manufacturer internal reference number is: 2015-11914

Event description:
A surgeon reported that during a procedure the patient experienced a posterior capsule rupture (pc tear). Additional information has been requested.